Manufacturer narrative:
(B)(4). S/w: unknown, retainer ring = black. Customer complained about having physical damage on (B)(6) 2021. Pump was received with blank display after battery insertion. Unable to perform displacement test due to blank display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut opened, inspected and tested. Severe moisture damaged electronic assembly all over the place on both pcb1 and pcb2 and corroded motor home switch. Cleaned/dried the moisture damage area and tried again. The pump is still blank. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. The pump was blank after all. In conclusion, physical damage complaint was confirmed. Blank display after battery insertion due to severe moisture damaged electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had a cracked in case along battery side compartment. No harm was required during medical intervention. The insulin pump will be returned for analysis.